Event description:
It was reported to boston scientific corp that straight after delivery, the package of the cre wireguided balloon dilatation catheter was noticed to be open and there was no product present in the package. There was no procedure or pt involved in this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).